Event description:
Procedure type: hysterectomy. According to the reporter: the pt was brought to the operating room for a total laparoscopic hysterectomy. Upon suturing, the physician was using the endostitch with v-loc suture. The suture broke off the apparatus. The end of it was then cut and removed. Suturing continued. After the subcutaneous layer was sutured, it was noted that the end of the v-loc suture was missing. All sutures were undone and the pt and environment were thoroughly searched. Suturing was re-done when it was determined suture was not retained. Please ref MFR report # 1219930-2013-00262.